Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The introducer sheath was inspected, and no anomalies were noted, the twist lock had been opened. An important amount of blood was noted inside the introducer sheath and on the main coil. The main coil was found kinked and stretched. The delivery wire was inspected, and no anomalies were noted. No more damages were found in the returned device. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil and delivery wire that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 17nov2021. It was reported that the device could not be detached. The target lesion was located in the moderately tortuous vessel. A 3mm x 4cm interlock-35 was selected for use. During the procedure, it was noted that the device could not be detached. The procedure was completed with another of the same device. There were no complications reported. However, device investigations revealed that the interlocking arm was detached. .